Event description:
It was reported that when the 2.75 x 28 mm multi-link 8 stent delivery system (sds) was un-packaged, the shaft was observed to be separated 10 cm from the proximal handle. There was no resistance noted during removal from the packaging. A new multi-link 8 sds was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Returned device analysis found that the device was returned and it was noted that there was contrast in the inflation lumen. The account confirmed that the device was never used in the anatomy, but may have been flushed with contrast.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported catheter separation was confirmed and was most likely related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual of the returned device, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.